Event description:
Customer reported a pt death. Pt was reportedly in asystole with a respiratory-cardiac arrest. Event was reportedly misidentified by the care team due to confusion in interpreting audible alarm (customer feels not enough difference between yellow and red alarms and insufficient audible loudness level). Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.